Manufacturer narrative:
Product ID ddbb1d1 ICD implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There are 11 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are 41 ventricular sic on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sic¿s and nst¿s.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to and sensing integrity counter (sic) and non-sustained tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.